Event description:
This report is for an unknown trauma product where it was reported that burrs were found. During surgery, while inserting the plate the burrs or metal substances got mixed with the plate. It is uncertain whether the substances were fragments of the plate or of any other instruments in the hospital. No devices were sent for investigation, only the burrs. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 1 unknown trauma product. The devices were not returned for inspection only four metal chips were available for material identification. Photographic documentation and a semi quantitative energy dispersed x-ray analysis test was performed. Three of the four metal chips were slightly ferromagnetic and were named wire brush and the fourth metal chip was named with uncertain substance. Due to the results of the chemical analysis, semi quantitative and the morphological appearance, it is assumed that the three metal chips named wire brush are probably a small part of an instrument. The metal chips named wire brush was found to be made of stainless steel and the analyzed material can be compared with the (B)(4). Surgical implants as wound hooks, searchers or holders are made of this (B)(4). The metal chip named an uncertain substance was found to be made of a titanium-aluminum-niobium alloy and it is assumed that this is a shaved part of the implant conclusion: however, a full investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
(B)(4).